Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient's spouse contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra 2 meter read inaccurately high compared her feelings and/or normal readings and compared to another meter (emergency medical services device). The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that on (B)(6) 2020 at 3:35 am, the patient obtained an alleged inaccurate high blood glucose reading of "103 mg/dl" with the subject meter. The reporter informed the cca that the patient manages her diabetes with a combination of glimepiride 2mg and other oral medication which he was unable to recall. The reporter denied the patient took any action with regards to her usual diabetes management regimen in response to the alleged inaccurate result. The reporter claimed that at 6:00 am, he attempted to wake the patient up but she was "completely unconscious." The reporter proceeded to test the patient's blood glucose with the subject meter and alleged inaccurate high readings of "199 and 169 mg/dl" were obtained at 6:30 am and 6:42 am respectively. The reporter contacted the emergency medical services (ems) for assistance and when they arrived at 6:45 am, the patient's blood glucose tested "30 mg/dl" on the ems device. The patient was treated by the paramedics with intravenous (IV) glucose and when she regained consciousness, her husband gave her a bagel with cream cheese. At the time of troubleshooting, the cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired. The cca walked the reporter through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.